Event description:
Customer reported that the metal piece at the end of the zipper was replaced with an unequal metal piece. As a result, this causes the zipper to not close properly. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that on panel side a the zipper sider is missing on the pt access window and panel side b the zipper sider is open on the pt access window. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper sider by bending it open. Never use the bed if a zipper sider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).